Manufacturer narrative:
An event of aortic regurgitation, "under expansion of the valve", drop n blood pressure, subarachnoid bleed, and patient death was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history: record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that on (B)(6) 2021, a 23 mm portico tavi valve was selected for implant in a patient with valvular heart disease and severe aortic stenosis. The device was successfully implanted in desired position patient, but soon after became unresponsive to verbal communication. Fluoroscopy revealed moderate aortic regurgitation, but good coronary perfusion. After different views were taken the decision was made to perform a post-dilation due to under expansion of the valve. After post-dilating the valve with non-abbott balloon the patients blood pressure dropped and cardiac output was lost. CPR was commenced and several doses of adrenaline were administered, but the patient didn't return to spontaneous cardiac rhythm and passed away due to what the physician believed was a massive subarachnoid bleed. There is no allegation that the death was related to the performance of the implanted abbott device. No additional information was provided.